Event description:
It was reported that patient was undergoing a spinal catheter revision. Drug delivered via the device was baclofen 2000 mcg/ml; dose: 350 mcg/day following the revision; 754 mcg/day prior to revision. It was later reported that one of the spine surgeons accidentally had pulled out the distal segment of catheter. The surgeon cut off a few centimeters of the existing catheter and added another one. He then bolused the new segment of catheter, after reconnecting. Patient was indicated to be doing ok when seen on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 87 09sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was not having any symptoms. It was also reported the patient was doing "fine" now.